Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. During the procedure, the balloon ruptured below rated pressure and was then simply pulled out from the patient's body. The procedure was completed with completed with a different device. No complications reported and patient condition is good.